Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. This event was previously reported under mfg ref num 9610813-2022-00013. On 29aug2022, information was received clarifying that the event occurred within hungary versus czech republic. Therefore, further reporting for this event will be carried out under this mfg report num; no additional reporting will be submitted under mfg ref num 9610813-2022-00013. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a distributor, a consumer experienced inflammation in the eye after using the contact lenses. The consumer consulted a doctor and did tests which resulted in fungus in the eye. The current status of the consumer's eye is not known at the time of this report; additional information has been requested but not yet received.

Event description:
Additional information with medical record from the treating ophthalmologist was received on 06oct2022. It was reported that on (B)(6) 2022, the consumer was diagnosed with right cornea paecilomyces, by the morning of (B)(6) 2022, consumers right eye vision had deteriorated significantly. Consumer experienced blurry vision and pain in right eye and noticed yellowish discharge. Consumer had general medical history of herpes erupted on her nose, heart attack, gynecological surgery due to squamous cell carcinoma, pulmonary embolism, thyroid surgery. Slit lamp examination was performed and showed intact front segment. Eye fundus: biomicroscopic examination volk 90 d/ pupils with sharp borders. Kp deep excavation, full vascular system with normal course. Intact maculae and periphery. On (B)(6) 2022, consumer was diagnosed with right eye keratitis mycotic. Consumer was treated with hourly voriconazole drops, 5 x levofloxacin drops, 2 x cicloplegicedol and gancicloadvir drops. On (B)(6) 2022, consumer visited for control she felt a little better, but her complaints increased again. Under the microscope, a large number of neutrophil granulocytes were seen on the smear made with the pas reaction, in addition to superficial corneal epithelial cells. A very large number of fungal threads were observed. Consumer experienced swollen eyelids, intense mixed injection on conjunctiva, in the center of cornea approx. 2 mm round, staining superficial infiltrate, stroma less oedematous, no accumulation visible on the back, kp deep, no hypopyon. Pupil center wide, (no dilator instilled), lens clear. Consumer received treatment therapy hourly during the day, evening every 2 hours voriconazole drops, 3 x levofloxacin drops, 3 x cicloplegicedol. On (B)(6) 2022, consumer visited for control test and her eye hurt less. Od false eyelashes along the upper lash line, less swollen eyelids, mixed color, in the center of the cornea approx. 2 mm round, staining superficial, more definite, scarring infiltrate, otherwise the stroma was practically cleared, small veining on the periphery at the bottom, a few small precipices on the back, e. C.s. Kp deep, clear. Pupil dilated, lens clear. Contact lens wear was prohibited, and false eyelashes were removed. Therapy included: hourly for 3 days, then every 2 hours voriconazole drops, 3 x levofloxacin drops, 3 x cicloplegicedol. Lab test (B)(6) 2022: slit lamp: intact front segment. Eye fundus: biomicroscopic examination volk 90 d/ pupils with sharp borders. E. Intact maculae and periphery. On (B)(6) 2022: diagnosis: (B)(6) 2022: corneal inflammation, no specific designation, kvt- 3 control exam consultation , quantity-1, points-354 cornea staining exam, quantity-1, points-74.

Manufacturer narrative:
H3, h6: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.